Manufacturer narrative:
H3: product analysis: visually, the spiral wrap was broken 1.89 inches from the distal end of the inner hub when returned. There was contamination on the distal end of the outside diameter of the outer tube and the proximal end of the inner hub, around the inner shaft. Functional testing could not be performed due to the broken state of the device. For further analysis, an x-ray was performed to observe the internal construction of the device and multiple portions of the spiral wrap were expanded, near the tip and mid-section. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that tip broke off during use. There was no known patient impact in this event.